Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v601460, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was sometimes going to the bathroom too often. It was stated that this began today. The patient reportedly went to the bathroom 3-4 times ¿back to back¿ today. It was noted that the patient was on fluid medication.